Event description:
The customer reported that his insulin pump alarmed motor error. The blood glucose reading was 189mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.